Event description:
On (B)(6) 2021, neotract was made aware of a patient that received a successful prostatic urethral lift (pul). On (B)(6) 2021, during the device investigation, it was noted that approximately 1mm of the needle tip was missing and unaccounted for. The physician was notified and on 20 oct 2021, it was reported that the patient was doing generally well. The patient initially reported pain after the procedure, which the physician attributed to nerves surrounding the implant site. Since the patient¿s pain lessened, the physician did not plan to bring the patient back for additional examination.